Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater/cooler. The incident occurred at (B)(6) hospital, (B)(6). This medwatch report is filed by sorin group USA on behalf of sorin group (B)(4). Please noted that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. The perfusionist reported that during re-warming of the vein grafts, the patient experienced ventricular fibrillation and was unsuccessfully converted back to a normal rhythm. The surgeon noted that the graft and myocardium were still cold. The perfusionist found that the display panel on the heater/cooler indicated that warm water was circulating through the heat exchanger. However, there was no flow. The heater/cooler was changed out and the procedure continued. The heater/cooler was evaluated by sorin group (B)(4). The device was tested over time under different operating conditions and load cases. No problem could be identified. The heater/cooler was opened and the electronic boards and components were inspected. No abnormalities were found. The reported problem could not be reproduced. As a precautionary measure, the valve block was replaced on the heater/cooler.

Event description:
The perfusionist reported that during re-warming of the vein grafts, the patient experienced ventricular fibrillation and was unsuccessfully converted back to a normal rhythm. The surgeon noted that the graft and myocardium were still cold. The perfusionist found that the display panel on the heater/cooler indicated that warm water was circulating through the heat exchanger. However, there was no flow. The heater/cooler was changed out and the procedure continued. The patient regained a normal sinus rhythm and the surgeon completed the procedure. It was reported that the patient suffered no ill effects post-operatively.